Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported accident might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient was previously satisfied with the hearing performance with the device until (B)(6) 2017. She subsequently experienced a worsening in access to sound. Then, an accident was reported on (B)(6) 2017 while the recipient was on a train and she was hit by the train door. The recipient's husband reported that a week after the incident when the recipient started wearing the audio processor again, there was also a worsening in hearing perception. Reportedly, she had no longer had any access to sound by (B)(6) 2017. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was previously satisfied with the hearing performance with the device. She then experienced a worsening in access to sound. Recipient reported an accident in (B)(6) 2017 while on the train in which she was hit by the train door. Reportedly, she had no access to sound after this incident. The recipient was re-implanted.